Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported 36 year old male patient was placed on impella cp support. It was reported that the patient was suspected of being positive for heparin induced thrombocytopenia, having low purge flow, and having a surgical wound closure was required for explant. Reportable due to major access site bleeding, low purge flows, and thrombocytopenia.